Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken within the insulation. The instrument failed the electrical continuity test and the thermal damaged was observed near the conductor wire-yaw pulley entry. The root cause is attributed to a component failure. Failure analysis found the secondary failure of the thermal damage at bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting at the grip crimp location of the broken conductor wire. Additional observations not reported by the site were also identified. Upon visual inspection, the maryland bipolar forceps instrument was found to have scratch marks/abrasions on the bipolar yaw pulley at the distal end and the root cause is typically attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps (420172-17/ n10180918671) associated with this event has been performed. Per logs, the maryland bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the maryland bipolar forceps instrument was found to have conductor wire damage at yaw pulley associated with thermal damage at the site of the conductor wire. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument was faulty. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument stopped working during procedure and the procedure was completed. It is unknown if there was any patient injury or fragments fell into the patient. The instrument was inspected prior to use and there was nothing abnormal noticed during its inspection.